Event description:
On (B)(6) 2007, I underwent a right total hip arthroplasty. I received a depuy hip system consisting of a pinnacle sector ii acetabular cup size 60 mm, with a 40 mm x 60 mm pinnacle metal insert, the femoral stem was a summit, size 7 hi offset, and the femoral head was 40 mm +1.5. On (B)(6) 2010, I underwent a left total hip arthroplasty. I received a depuy hip system consisting of a pinnacle sector ii acetabular cup size 60 mm, with a 40 mm x 60 mm pinnacle metal insert, the femoral stem was a summit, size 8 standard offset, and the femoral head was 40 mm +1.5. Soon after these surgeries, I began experiencing pain and difficulty with my implants. Since the implantation of the pinnacle device, I've experienced inflammation in my right and left thighs and right and left hip areas. I've also felt extreme discomfort when sitting, walking, or standing for periods of time. Diagnosis or reason for use: avascular necrosis, right hip. Avascular necrosis, left hip.